Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient implanted with this right ventricular (rv) lead presented to the hospital with chest pain. An x-ray and computerized tomography (CT) scan confirmed that the rv lead perforated the ventricular heart wall resulting in loss of capture (loc) and decreased amplitudes. Surgical intervention was performed and the lead was explanted and replaced without incident. The patient is not pacemaker dependent and there was no asystole due to the loc.